Event description:
Same as manufacture# 6000093-2005-01041, 6000093-2005-01042: it was reported by a physician that two weeks after a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction may have occurred. The patient successfully had three taxus express2 drug eluting stents implanted. Two weeks later the patient began complaining of a rash, aching joints and hot and cold flashes. It is noted that the physician does not know if the patient symptoms are related to the taxus stents. Patient is currently in stable condition.